Manufacturer narrative:
Product not yet returned for eval. (B)(4).

Event description:
Consumer complaint of about high blood results. Caller normally ranges from 117-127 mg/dl. Based on parkes error grid analysis, the bias between the highest result in memory (299) and the lowest normal result (117) is located in zone c. No adverse event reported.